Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed; the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam particles. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There is no error codes found. Complaint was not confirmed. Device was corrected. During the evaluation secondary findings was not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.